Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hyperglycemia after an infusion set change, during which the infusion set was deployed incorrectly, or the connector was not attached correctly reporting a highest recorded blood glucose of 537 mg/dl. The user reverted to subcutaneous insulin via pen to stabilize and later reconnected to the ilet, and the affected component was the infusion set and cartridge with the specific infusion set identified. Symptoms included fatigue, and nausea, associated with hyperglycemia, and a high alert from the ilet. Outcomes included a delay to insulin therapy without hospitalization. Investigation included communication with the user and spouse, provision and review of site location and inset photo guides, and analysis of information provided by the user. Investigation of this case revealed a usage problem, with no device problem found and an improper or incorrect procedure identified involving the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.